Event description:
Edwards received information through its implant patient registry that a 36mm model 4600 annuloplasty ring was explanted after an implant duration of two (2) months, nine (9) days. Through follow up with the surgeon, it was learned the ring was explanted due to "improper placement; hemolytic anemia from regurgitant jet." The surgeon indicated there was no malfunction of the device. The patient was suspected of having endocarditis from a dialysis catheter but there was no evidence at time of explant. The device is not available for return because it was discarded at the hospital.

Manufacturer narrative:
The device is not available for return and evaluation because it was discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a "jet" of blood flow created like a paravalvular leak. In this case, the surgeon has indicated there was a technical issue with implant of the device which caused improper placement resulting in a regurgitant jet. The surgeon also indicated this was not due to a malfunction of the ring. Unfortunately, the device was discarded by the hospital and no patient records are available; therefore, we are unable to confirm the clinical statements.